Event description:
Procedure performed: tamis: transanal minimal invasive procedure for removal of a rectal polyp. Event description: surgeon was performing a difficult lap chole case, there appeared to be no visible defect in the trocar from when it was opened from its packaging. Also the trocar performed as normal upon insertion into the abdomen. The resection of the gallbladder was completed but some gall stones did fall into the abdomen. As the surgeon was retrieving these stones the scrub nurse noticed at that point a fragment of plastic in the abdomen, upon inspection it was identified as a fragment of the 11x100mm trocar. There were a few small pieces inside the abdomen that required retrieval. Once the fragments were retrieved they were matched up outside the patients abdomen to confirm all pieces were collected. The surgeon & scrub nurse has never seen this happen before and both have over twenty years experience. No patient was not affected and the case was completed. Intervention: retrieval of separated parts. Patient status: recovering.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: tamis - transanal minimal invasive procedure for removal of a rectal polyp event description: surgeon was performing a diffcult lap chole case, there appeared to be no visible defect in the trocar from when it was opened from its packaging. Also the trocar performed as normal upon insertion into the abdomen. The resection of the gallbladder was completed but some gall stones did fall into the abdomen. As the surgeon was retrieving these stones the scrub nurse noticed at that point a fragemnt of plastic in the abdomen, upon inspection it was identified as a fragment of the 11x100mm trocar. There were a few small pieces inside the abdomen that required retrieval. Once the fragments were retrieved they were matched up outside the patients abdomen to confirm all pieces were collected. The surgeon & scrub nurse has never seen this happen before and both have over twenty years experience. No patient was not affected and the case was completed. Intervention: retrieval of separated parts patient status: recovering - patient was not affected and the case was completed.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with one green fragment. Visual inspection confirmed the complainant¿s experience of a fractured cannula tip. The green fragment was identified to be a portion of the missing cannula tip. Based on the condition of the returned unit, it is possible that the cannula tip fractured due to a large force exerted on the cannula tip or an object or instrument coming in contact with the cannula tip during the procedure.